Event description:
While servicing the device, a philips field service engineer (fse) discovered the device had experienced an ECG bias error. The noted failure was identified during an onsite inspection of the device by a philips field service engineer. As a result of the issue, it was determined that the processor pca would need to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. Upon conclusion of the initial evaluation, it was reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The processor pca was found to be fully functional and a cause for the originally reported issue could not be determined. The device remains at the customer site and no further action is required at this time.

Event description:
While servicing the device, a philips field service engineer (fse) discovered the device had experienced an ECG bias error. There was no patient involvement.